Event description:
It was reported that the patient¿s first implant abscessed thus it was removed and the patient got another implant on the right side in (B)(6) 2008.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3093-33, lot# v052573, implanted: 2007 (B)(6); product type lead. (B)(4).